Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: the maverick 2 monorail (mr) balloon catheter was returned in the product hoop along with the product shelf carton, the stopcock was received attached to the hub. There was contrast in the hub and wire lumen. Inspection of the balloon revealed a longitudinal tear in the balloon wall material measuring 14mm long. The tear started above the proximal markerband and extended most of the length of the balloon. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. The reported balloon burst was confirmed. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 99% stenosed, denovo target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery (rca). A 3.0x15mm maverick balloon catheter was advanced to the lesion for predilation. The balloon was inflated four times under the rated burst pressure with a maximum pressure of 14atms. Upon the fifth inflation to 12atms the balloon ruptured. The device was successfully removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is good.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 99% stenosed, denovo target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery (rca). A 3.0x15mm maverick balloon catheter was advanced to the lesion for predilation. The balloon was inflated four times under the rated burst pressure with a maximum pressure of 14atms. Upon the fifth inflation to 12atms the balloon ruptured. The device was successfully removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is good.